Manufacturer narrative:
An engineering investigation was performed to identify the root cause of the reported issue. However, system log analysis was not possible as they were not provided. The philips field service engineer determined that the customer was not using the lumify system properly. When starting up the tablet as instructed in the IFU, the lumify transducer should not be connected to the tablet. Lumify software and test teams attempted to reproduce this issue internally but were unable to replicate the issue.

Event description:
A customer reported their lumify ultrasound system failed to complete the boot up process during a trauma helicopter flight due to improper use of the device. The customer had to restart the lumify device more than 5 times. The delay caused by the multiple restarts is alleged to have resulted in delay and suboptimal care due to the ultrasound being unavailable. It is unclear whether the lumify system was used to provide ultrasound images. The patient was in critical trauma condition which is a life-threatening situation but ultimately survived. The patient required medical intervention, but the intervention type was not provided.